Event description:
It was reported during follow up that the patient underwent surgical intervention, during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The device inhibits stimulation and programming when eol is declared. The longevity based on the programming, and usage would have been less than 1.5 years based on the available information. The total stimulation on time was 451 days or 1.24 years, which aligns with the longevity estimates, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Device analysis indicates the device reached normal end of life. This is no longer reportable.

Event description:
Device analysis indicates the device reached normal end of life. This is no longer reportable.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention may be pending to address the issue.